Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced sticky adhesive did not last for more than 1 day. The patient blood glucose levels elevated to 300 mg/dl. No further information available.